Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during tka surgery, a univ isrt spacer sz3-4 13m broke while testing/trialing the space. The surgery was completed, without any delay, with a s+n back up device. No injuries were reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the device fractured into two pieces. Only one piece was returned. The device show signs of significant wear and use. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.